Manufacturer narrative:
Investigation summary: the customer's indicated failure mode for bent tubes with the incident lot was observed in the pictures provided by the customer's facility. The photos were evaluated and the customer's indicated failure mode for bent tubes with the incident lot was observed. Whilst samples have been sent in support of this complaint, the photograph more than adequately confirms the defect and allow this investigation to be completed. If on receipt of the samples they do not support the original decision, the complaint will be reopened and re-investigated. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for bent tubes with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that bent tubes occurred during use with bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "they noticed tubes coming from ed into chemistry and then from multiple wards with tubes with a bend in them. Analysers are finding it difficult to process." 25 occurrences were reported.